Event description:
Customer reported problems booting up the sys. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the rtos and gpos pcbs. Sys operates as intended.